Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in 2 segments, severed 11 centimeters (cm) from the is-1 terminal pin. Visual observation noted the helix was fully retracted and calcified body fluid was noted on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead lost all slack. It was noted that the patient had experienced approximately 12 inches of growth since lead implant. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.